Manufacturer narrative:
The t:flex user guide states to replace the cartridge every 48 hours if using humalog insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 135 mg/dl. A pump system check was performed. The cartridge and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. The customer loaded a new cartridge and insulin delivery was resumed. Reportedly, the customer had been using humalog in the cartridge for 6 days.